Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 500 mg/dl and high ketone levels. The cause of the high bg was unknown. Customer changed out the cartridge and infusion set to address high bg. Recommendation was made to discuss diabetes management with a health care professional.